Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Obtaining the device may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation and before patient use, the sheath was flushed. During this flushing, the ht command distal tip had separated. There was no other device issue or indication for the cause of separation. There was no patient involvement. The device was discarded and not used. There was no additional information provided regarding this issue.